Event description:
The reporter alleges the up & up premium meter is reading 20 to 30 mg/dl higher than a one touch meter. The reporter adjusts her insulin based on the up & up meter. This has caused her blood-sugar get very low.

Manufacturer narrative:
The device was requested and has been returned to the manufacturer. Confirmation testing showed the meter to be operating within specification. The test strip lot DHR was referenced and the lot cleared qc for release. The owner's guide and previous field returns have been reviewed. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the information provided, the root cause of the 20-30 mg/dl discrepant values between the two meters cannot be determined. The actual values of the measurements and the amount of insulin dosed was not provided. It is entirely possible to see a 20-30 mg/dl difference in meter readings while both are within an acceptable range. Environmental factors, medical conditions, and testing practices could have contributed. Insulin, diet or physical activity could have contributed to the patient experiencing low blood-sugar. No corrective action will be performed because no system error can be confirmed. This event will continue to be trended.